Event description:
Related manufacturer report number: 2017865-2022-08821. During an in clinic follow-up, noise was observed on the right atrial (ra) and right ventricular (rv) leads. Lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. A lead revision procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular (rv) lead explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and lead insulation damage were confirmed. As received, a complete lead was returned in two pieces. A visual inspection revealed an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impressions. This finding is consistent with friction with the device can. The cause of the reported events was due to the breached outer insulation and exposure of outer coil at the abrasion zone.